Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with no delivery alarm. The customer's blood glucose level at the time of incident was 435mg/dl. The customer states they had not been able to treat. The customer states the highs were attributed to not getting insulin. The customer declined to troubleshoot for the highs.